Event description:
It was reported that when the patient presented in-clinic, stored episodes of inappropriate svt due to post-sensed t-wave oversensing were observed. The patient has been lost to follow-up. Programming changes were made. Device replacement is planned. Patient condition was stable.

Manufacturer narrative:
(B)(4).